Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record confirmed that there was no abnormality in manufacturing, concession, and variation. Based on the results of the legal manufacturer's investigation, it is surmised that the scope error occurred because dust or waterdrop was adhered to the electrical contacts of the scope. The root cause of intermittent b30 scope communication error on could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report their issue. The biomedical engineer (biomed) reported that this issue has been occurring intermittently for several months. He state that some scopes were sent in for repair and loaner devices were received in the meantime. The customer went on to note that the b30 scope communication error did not occur on the loaner scopes at first, but then later began to display. He performed some trouble-shooting options on his own, then tac recommended purchasing the olympus light source cleaning kit, and to ensure that the scopes were not damp. At that time the biomed stated that he did not require any further assistance and requested that this case be closed. As noted, attempts to obtain and confirm concomitant devices noted by the customer have been made, but no response has been received. Should additional information become available prior to the conclusion of the investigation, a supplemental report will be provided.

Event description:
Biomedical engineer (B)(6) reported that the end user is intermittently receiving a b30 scope communication error code on the clv-190 tower. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.